Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. Product will not be returned and lot number is unknown for retained-product testing and/or DHR review. Therefore, no further testing is possible. Patient follow-up information will be provided if it becomes available.

Event description:
Doctor reported that file separated in canal during procedure. The separated piece was visible in orifice, though it was not reported if removal occurred. There was no report of patient injury.